Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer started their testing routine on (B)(6) 2017 and noticed there was a problem with the pre-wash unit on the cobas e 801 module. The customer complained of erroneous results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on (B)(6) 2017. It is not known if erroneous results were reported outside of the laboratory. On (B)(6) 2017 the field service representative (fsr) found that the reagent plunger was broken. The pre wash syringe was replaced. It was also noted that the reagent plunger had a "lumbering movement." The reagent plunger was cleaned and afterwards the plunger moved easily. The initial estradiol iii result was 112 pmol/l. On (B)(6) 2017 the repeat result was 69.2 pmol/l. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 25257600. The expiration date was not provided. Calibration and quality controls (qc) seem to be ok. Since the service visit, the module has been running without any problems.

Manufacturer narrative:
The customer provided questionable results for 3 additional patients tested for estradiol iii. Based on the data provided, the results for 1 patient were erroneous for estradiol iii and potassium. It is not known if the erroneous results were reported outside of the laboratory. On (B)(6) 2017 patient 2 initial potassium result was 4.3 mmol/l. The repeat result was 3.4 mmol/l. On (B)(6) 2017 patient 2 initial estradiol iii result was 94.0 pmol/l. The sample was repeated and the result was 57.30 pmol/l. Based on the information provided for investigation, the manufacturer determined the issue was due to a confirmed design issue related to the syringe mechanism. Countermeasures will be taken to address the issue with the pre-wash and reagent syringes.